Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for pre-dilation and seemed to be damaged. On the first inflation, the balloon ruptured as confirmed by the contrast media leak. Another 3.00mm x 15mm nc emerge balloon catheter was used but on the second inflation, it ruptured as well at weak nominal pressure. The procedure was completed with a different device. No patient complications were reported.